Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from multiple patient samples tested when using vitros tsh reagent lot 7450 on two different vitros xt7600 systems. The patient results were lower than expected when compared to the results obtained from a non-vitros siemens method. 76001683: sample 9 vitros tsh result of 0.019 miu/l (hyperthyroid) vs. The non-vitros tsh result of 1.8 miu/l (euthyroid). 76001684: sample 11 vitros tsh result of 0.29 miu/l (hyperthyroid) vs. The non-vitros tsh result of 0.44 miu/l (euthyroid). Biased results of the magnitude and direction observed may led to inappropriate physician action if they were to occur undetected. The unexpected vitros tsh results obtained were run for troubleshooting purposes and were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report is number two of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation concluded that lower than expected vitros tsh results were obtained from multiple patient samples tested when using vitros tsh reagent lot 7450 on two different vitros xt7600 systems. The patient results were lower than expected when compared to the results obtained from a non-vitros siemens method. The assignable cause of the event was not determined. The customer made no suggestion of any issues with the qc fluids processed at the customer site and no issues regarding accuracy or precision of the vitros tsh lot 7450 assay were indicated. There was no indication vitros tsh reagent lot 7450 or the vitros xt7600 integrated systems malfunctioned. It is unknown if the customer is processing patient samples per the tube manufacturers specifications. Therefore, improper pre-analytical sample handling could have contributed to this event, and it is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Although the customer did not complete diagnostic precision testing on the systems, there was no indication that either of the vitros xt7600 integrated systems malfunctioned. Previous precision testing conducted when the customer had initially contacted the tsc in march 2025 with this concern (documented in ra609300) on both systems was within expectation. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh reagent lot 7450.